Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for approximately 32 months, was explanted due to the end of life (eol) indicator. The charge time was 31.2 seconds and the monitoring voltage was 2.67 volts. The patient did not have an MRI. The patient paces a lot but hasn't had many therapies since around the time of the implant. A save to disk was performed and returned to guidant for analysis. Engineering analysis revealed that the device has encountered a larger than expected increase in middle of life battery impedance which has caused the charge times to increase rapidly from mol2 to eri and eventually eol.